Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, while ablating the right inferior pulmonary vein (ripv), the patient experienced phrenic nerve palsy (pnp) which has not recovered. The case was aborted and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were received and reviewed. The files showed at least five injections were performed with the balloon catheter without any issue on the date of the event. This was a clinical issue (phrenic nerve injury) encountered during the procedure; the reported issue cannot be confirmed through data analysis. The catheter has not been returned for investigation. No product malfunction was reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.